Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available, omnipod software app version: 3.1.1, operating system: ap3a.240905.015.a2.s906u1ues8fyi2, hardware: sm-s906u1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula failed to deploy during pod activation and the pink slide did not advance, indicating a needle mechanism failure. The patient noted that they did not feel the needle insertion when the pod was applied to the skin, and upon removing the pod, the cannula was not visible. No impact to the patient¿s blood glucose levels was reported.